Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after 2 days of placement, the catheter balloon which was replaced after the balloon burst happened a day after turp procedure had also burst again.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used three way latex foley catheter was returned without the original packaging. The balloon was noted to be burst with no apparent missing pieces. No additional defects were noted on the catheter. Two photo samples were provided showing the burst in the balloon of the foley catheter. Though a specific cause cannot be determined, a potential root cause for this event could be, "high modulus latex". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex." "Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after 2 days of placement, the catheter balloon which was replaced after the balloon burst happened a day after turp procedure had also burst again.